Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the universal surgical manipulator (usm) 2 would immediately fall to the left once they released the arm clutch when the customer used the grab and go function. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the log but found no errors. The customer indicated that all the other arms would stay in the upright position but not the usm 2. The tse verified if the drape could be causing it, and the customer stated no. It was not causing an issue with the cases. The issue was reported to dvstat after completing the procedure. The procedure was completed with no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse rotated the universal surgical manipulator (usm) around the axis 1 yaw when the clutch was pressed. The fse ran the system through bubble and bar cal to resolve the issue. No part replacement required. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated. Image(s) and/or video clip(s) associated with this reported event were not submitted for review.